Event description:
A 28 mm diameter x 3.75 cm length aneurx extension cuff stent graft was inserted into a patient for the endovascular treatment of an adbominal aortic aneurysm. Aneurysm morphology is unknown. It was reported that the patient's vessel morphology was moderately tortuous with moderate calcification. The delivery system was advanced to the aneurysm site without the use of an introducer sheath. When the physician attempted to deployment the device, the graft cover failed to retract. The device was removed and another device was used to complete the case. The case was successfully completed and the patient is reported to be fine. The device has been returned and the evaluation is pending. No additional clinical sequelae were reported.